Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring beforehand and no information provided about impact on customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Customer switched to multiple daily injections as backup insulin therapy, cts arranged shipment of in-warranty replacement pump with updated software, instructed customer to place malfunctioning pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, select appropriate setup option for existing pump users, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.